Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 28.5mmol/l at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not provided any information about the symptoms due to high blood glucose customer alleged insulin pump was under delivering. Auto mode was on that time. No further complications were reported. Customer treated with manual injection. The insulin pump will not be returned for analysis.